Event description:
It was reported that pump display was dimly lit and could not be seen, which affected customer ability to read the screen and interact with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised that pump was in warranty and would be replaced, planned to use multiple daily injections as backup insulin therapy, received instructions to place pump in storage mode, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid shipping label within 10 days, which customer understood and acknowledged.